Event description:
It was reported that 229 days after implantation of a 2.75x12mm taxus express2 durg eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.5x12mm maverick balloon. A 2.75x12mm taxus express2 drug-eluting stent was deployed at 14 atm for 40 seconds. A post-intervention residual stenosis was not reported. The patient received angiomax, nitroglycerin, apresoline, and vasotec during; plavix and ancef after the procedure. It was reported that the patient had "no complaints," and there were "no complications." The patient presented 229 days after the initial procedure with an 90% in-stent restenosis in the mid lad. Ptca was performed using a 3.0x8mm boston scientific noncompliant monorail balloon inflated to 8 for 20 then 30 seconds. A 3.0x18mm taxus express2 drug-eluting stent was deployed at 15 atm in the mid lad. A post-intervention residual stenosis was reported. The patient received intra-coronary nitroglycerin, angiomax, solumedrol, labetalol and ancef during the procedure. There were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8308476 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. This particular batch number 8308476 has no other associated complaints to date.